Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported peeled/delaminated. It was reported that on second insertion the guide wire, loosening of the polymer was noted. Factors that may contribute to peeling polymer include, but are not limited to, material properties, equipment setup, inadvertent handling damage, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery/supporting device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery/supporting device, and coagulation of blood or procedural contaminates. In this case, based on the information provided, it is unknown what may have contributed to the reported separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 - device available for evaluation: updated from yes to no.

Event description:
It was reported during a procedure to treat a lesion a unknown vessel. A 300cm ht command 14 guidewire, was used however prior to its second insertion the coating was noted to be loosened. The guidewire was replaced with another command 14 guidewire and the procedure was completed. There was no reported adverse patient sequela and no reported clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during a procedure to treat a lesion a unknown vessel. A 300cm ht command 14 guidewire, was used however prior to its second insertion the coating was noted to be loosened. The guidewire was replaced with another command 14 guidewire and the procedure was completed. There was no reported adverse patient sequela and no reported clinical delay. Subsequent to the initially filed reports, the command 14 guidewire was received and the analysis could not confirm the reported polymer peeling. The account confirmed the correct device was returned. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled polymer was unable to be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire was observed to have loose polymer. Analysis of the returned wire was unable to confirm the reported polymer damage. The polymer was noted to be intact, and no anomalies were observed. The account confirmed the correct device was returned. Additionally, the analysis also noted bends on the core. This type of damage is consistent with handling. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B5 - describe event or problem: updated d9 correction - subsequent to the initially filed reports, the command 14 guidewire was received. H6 corrections: type of investigation code 4115 removed; 10 added. Investigation findings code 3221 removed; 213 added. Investigation conclusions code 4315 removed; 67 added.